Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a needle retraction issue. The sensor was inserted into the arm on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Confirmation of the reported needle retraction issue could not be determined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, there was a needle retraction issue. The sensor was inserted into the arm on (B)(6)2018. A sensor was returned for evaluation. The device was visually inspected and found that the applicator had a bent needle and pushrod, indicating a needle retraction issue. The reported event of a needle retraction issue was confirmed. The probable cause was determined to be a bent pushrod. No additional event or patient information is available.

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, there was a needle retraction issue. The sensor was inserted into the arm on (B)(6)2018. A sensor was returned for evaluation. The device was visually inspected and found that the applicator had a bent needle and pushrod, indicating a needle retraction issue. The reported event of a needle retraction issue was confirmed. The probable cause was determined to be a bent pushrod. No additional event or patient information is available.